Event description:
On 26-apr-2012, olympus biotech pharmacovigilance learned of an adverse event in the literature: 'results of nonunion treatment with bone morphogenetic protein 7 (bmp-7)', a. Moghaddam-alvandi et al, published in unfallchirurg, 2012, doi 10.1007/s00113-011-2100-0. A pt who received bmp-7 for an unspecified 'wound healing disorder' which required an unspecified revision surgery. The authors reported using bmp-7 "off label'' in all long bones. No further detail was provide with regard to specific location of treatment as it pertained to reported adverse events. Add'l info has been requested from the authors.